Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer drank water was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. After the troubleshooting, customer was advised monitor the pump. The customer reported via phone call indicating that the insulin pump had an absence of no delivery alarm. Customer's blood glucose was 120 mg/dl. The customer was assisted in performing high pressure test. Customer stated the pump did alarm in 5.0 units. The customer was assisted in resetting fixed prime to the correct amount. The customer was advised that back pressure was needed to produce the alarm. The customer was advised to monitor pump and will send replacement.